Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d8 , g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) evaluated the unit and replaced fiber optic module (0997001169) and fiber optic cable (0012001808). All functional and safety test were performed.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has error message on fiber optic sensor appears when starting the machine. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.